Event description:
It was reported during da vinci surgical procedure, the large hem-o-lok clip applier was not clipping. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of the ordinary noted. The customer loaded the clips onto the clip applier and when the surgeon was attempting to clamp, he noticed the clip was not on correctly and pulled it out and continued with a backup instrument. No fragment fell into the patient. The procedure was completed without any complications to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier was analyzed by failure analysis and found the primary failure of broken input disk to be related to the customer reported complaint. Although the instrument passed the clip test during in house testing, the instrument was found to have an input disk 6 broken inside of the housing. Additional observation not reported by site found the instrument to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.